Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If implanted; give date: not applicable as the product was not implanted. If explanted; give date: not applicable as the product was not implanted. Attempts were made to obtain missing information; however, to date a response was not received. All pertinent information available to johnson & johnson surgical vision has been submitted.

Event description:
It was reported that the haptic of za9003 20.5 diopter intraocular lens (iol) tore. Reportedly, there was patient contact and the lens was removed. No additional information was provided to johnson & johnson surgical vision.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 10/15/2018. Device returned to manufacturer: yes. Device evaluation: the actual product was not returned to the manufacturing site for evaluation. Only a carton box, patient card, implant card, directions for use (dfu), and sheet labels were returned. The complaint issue reported could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that another investigation was received under this production order, but was not related to this complaint. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.